Event description:
On (B)(6) 2025, the user experienced difficulty viewing dexcom g6 continuous glucose monitoring (cgm) readings on the ilet and was confused while attempting to enter blood glucose (bg) manually. The agent advised the user to enter bg to stop the beeping. Later, the user reported installing a new sensor but had not entered the sensor code. The agent guided the user through adding code and restarting the sensor. A finger stick showed bg of 296 mg/dl, and the user was not connected to the pump due to difficulty untwisting the adapter during a supply change. The highest blood glucose (bg) recorded was 296 mg/dl. Bg was not yet corrected at the time of call. The user reported feeling nervous but otherwise asymptomatic. No medical intervention was required or reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.